Event description:
It was reported that a patient underwent an unknown procedure sometime in the past, more than a year ago and a drain was used. The patient recently underwent a surgical procedure and a retained piece of drain was found. Additional information was requested.

Manufacturer narrative:
It was reported that a patient underwent a thoracotomy on an unknown date and a drain was utilized for 4 days. Fourteen months later a radiographic image revealed a retained drain fragment approximately 6 inches. The fragment was removed under fluoroscopy without complications.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. A broken piece of drain was visually evaluated. The broken edge looks very indented and apparently was damaged with some sharp instrument. The drain broke following damage at user's facility.